Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, postoperatively periumbilical eventration, on the next day, the patient taken back as an emergency on (B)(6) 2024 following an infection of the plate, a new eventration cure with removal of the previously placed plate. A request for bacteriology was made on the removed plate.

Event description:
According to the reporter, postoperative an umbilical hernia repair via intraperitoneal onlay mesh repair (ipom), on the next day, the patient was taken back as an emergency on (B)(6) 2024 following an infection of the plate, a new eventration cure with removal of the previously placed plate. A request for bacteriology was made on the removed plate.

Manufacturer narrative:
Additional information: b5, d6a, d6b, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.